Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he turned his sensor off because it was saying his blood glucose was low and he was at 122 mg/dl. Customer stated that it happened this past week. Customer stated that the sensor glucose and blood glucose readings are off. Customer had a calibration error and turned off the sensor. Customer removed the sensor because it was 4 to 5 days old. Customer's current sensor glucose value was 54 mg/dl. Difference between readings was not within an acceptable range. Customer mentioned that he had blood glucose at 460 mg/dl and a low sensor glucose value. Customer stated the sensor had been in place for 3 to 4 days when it started. Customer has thrown out the sensor. Customer's blood glucose was 86 mg/dl prior to calling. Customer declined troubleshooting for calibration error.